Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the mesh eroded through tissues on several occasions and damaged internal tissues. It was reported that various pieces were removed on various dates including part of implanting tool left in body cavity. The patient reported organ damage. No additional information was available.